Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed cardiac resynchronization therapy (crt) was programmed to ¿adaptive biv and lv¿ and 98% pacing was noted, however the histograms showed 0% biv pacing and 0% lv pacing.

Event description:
It was reported that the patient experienced heart failure symptoms due to the device not pacing as programmed. When the device was initially implanted with no left ventricular lead, then later epicardial leads were implanted, the device had been re-programmed from minimal ventricular pacing to bi-ventricular pacing however the pacing morphology did not look as expected to the physician during follow-up. The device was re-programmed and bi-ventricular pacing began; the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.